Manufacturer narrative:
There is no further information availablel at this time. Should additional information become avialable to our company, this report would be updated.

Event description:
Boston scientific received information that this patient's spouse called our company concerned that her husband's device was not operating correctly. She was inquriing about where she could have her husband's device interrogated. There were no report of any adverse patient effects or device ill performance reported by any medical personnel to this date.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. No anomalies were identified that would have caused or contributed to the concerns reported by the patient's family.

Event description:
The device was explanted approximately six years later for normal battery depletion. There have been no additional allegations or complaints since this event occurred in 2011.